Manufacturer narrative:
A bend was identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation. Although a bend was observed, the cause of the high bg levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 385mg/dl while wearing the pod worn between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, patient states that he put on a new pod. The patient's blood glucose, carbohydrate, and insulin history is as follows: time, bg (mg/dl), cho (g), bolus (u): 10:05pm, 135. 8:05am, 38. 9:53am, pod deactivated. 10:00am, 215, 2.2.